Manufacturer narrative:
(B)(4). Investigation result: visual evaluation of the device revealed that the sheath and needle were bent approximately 9cm from the distal end.  It was also noted that the distal end of the needle was stuck on the proximal side of the hub. Functional analysis revealed that the needle was unable to advance due to the condition of the device. Based on the condition of the returned device the most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon¿ was used in the lungs during a transbronchial needle aspiration (tbna) procedure. According to the complainant, during preparation the needle was unable to advance. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation found the needle was bent, this is now deemed an MDR reportable event.